Event description:
It was reported the patient's pump and catheter were removed due to an infection. The pump had been implanted in (B)(6) 2011 and then became infected which lead to explant on (B)(6) 2011. However, the manufacturer device registry indicated the pump was implanted on (B)(6) 2012. The date of onset and diagnosis of the infection was reported to have been in (B)(6) 2011. Perioperative antibiotics had been administered. The patient had last been refilled on (B)(6) 2012. The signs and symptoms of the infection were drainage and incisional wound opening. The primary location of the infection was the device pocket. A culture of pseudomonas aeruginosa was obtained. The patient was treated with both IV and oral antibiotics. The device system was used to deliver lioresal. The patient was given oral drugs and did not experience drug withdrawal. It was reported, the infection resolved and the patient was implanted with a new pump and catheter. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4) .